Event description:
Spontaneous. (B)(6) rn reported they just got a new pump back in (B)(6) 2023 and it was working fine but today (B)(6) 2023) when she turned the pump on, the screen is just blank/black or it won't stop scrolling moving text around on the screen. It is sometimes showing/beeping an alert but it won't stay on the screen to see. Hhrn has tried removing and replacing the batteries, which has not resolved. Unknown if patient missed dose. Lot number and expiration unknown. No adverse events reported. Pump available for return. No further information. Frequency: daily for 2 days every 4 weeks. Indication: chronic inflammatory demyelinating polyneuritis. Reported to cvs/caremark by: health professional.